Event description:
The patient underwent a transoral incisionless fundoplication (tif) procedure. During introduction of the device, resistance was felt multiple times and it was decided to remove the device for inspection. It was noticed that the scope retainer band broke. Bleeding was noted and the esophagogastroduodenoscopy (egd) showed a mucosal tear/break around 22cm. It is believed that the scope retainer band broke due to scraping on the patient's teeth and then friction against the endotracheal tube, as the patient's anatomy was narrow and tight. The patient was hospitalized for 4 days and was treated with IV antibiotics and kept on a liquid diet for one week. At one week follow-up with the surgeon, the patient was stable and healing well.

Manufacturer narrative:
Findings: based on the product and engineering investigation, no material or process defect was found. There was no latent defect precipitating the failure of the band breaking.